Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Regarding the cause of the implant battery not lasting long enough, the patient stated the device was fine - it was the paddle wiring. To resolve, the patient had an "MRI and therapy". The issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported their ins battery does not last long. Patient stated that sometimes they charged the ins to 100% at night, but by morning, it was already depleted. Agent reviewed the information and redirected the patient to healthcare provider (hcp) for further assistance. [See (B)(4) for recharger replacement].